Event description:
Event description guidant received information that the model 1850 implantable cardioverter defibrillator (ICD) and model 0125 lead had displayed gradually increasing impedance measurements. During the ICD replacement procedure for eri, an inspection of the lead found a tight bend in the is1-leg of the lead. A model t135 ICD was implanted and the is1-leg of the lead was capped and replaced with a separate rate/sense lead. The shocking portion of the lead remained in service. The pocket was closed and oversensing was noted on the ventricular channel. The pocket was reopened and setscrews and sealplugs were checked and found to be sound. The model t135 was removed and replaced. Afterward no further problems were reported.